Event description:
It was reported that a small area on the wire connecting the dermatome to the power supply is exposing the electrical wires. Additional clinical follow up with the hospital indicated that there was no injury or harm to the user. No other info regarding when and/or how the wires became exposed were recalled. Facility is a cadaver tissue retrieval facility with many alternate units available.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device was manufactured on 05/19/2011. There were no related non-conformances. The inspection found that the insulation was stripped away, exposing the wiring. The cause of the reported complaint is unk. This device was received with the electrical cord insulation stripped away exposing the wiring. Clinical follow up did not obtain relevant info to determine the means with which the electrical cord was damaged. The device was serviced and returned.